Manufacturer narrative:
The product malfunction was unable to be confirmed because the customer has not returned to device for further investigation. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping device indicating that there was a speaker malfunction inoperative (inop) error message, and the speaker was not producing any sound. The inop was not seen until the device was in the biomedical engineering shop at the site. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.